Event description:
It was reported that the ilet bionic pancreas exhibited an unresponsive touchscreen; standard troubleshooting steps were attempted without resolution, though the screen intermittently recovered, and the user subsequently initiated therapy on a replacement device after completing setup with a steel infusion set and an fsl3+ cgm. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose levels were reported as not affected. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen-related device problem with evidence consistent with a software problem identified affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.